Event description:
It was reported that the disposable endcap "deployed" upon removal during endoscopic retrograde cholangiopancreatography (ercp), as stated in the voluntary medwatch (mw5149689). An intervention was required to retrieve the endcap. Additional information was requested regarding the intervention and outcome, but was not received. This report is related to linked patient identifier (B)(6).